Manufacturer narrative:
The customer reported problem was not provided. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 04/13/2020 to 08/24/2020 and note that this device has been returned for service 1 time, which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device allegedly experienced an unspecified malfunction. There was no patient involvement.